Event description:
It was reported that the mega suturecut needle driver instrument cable came off the track during a da vinci sacrocolpopexy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and the grip close cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were undamaged. Failure analysis also observed that the grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.